Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection found that the inflation valve was broken, which caused water to leak out upon inflation with the water. The exact cause of how and when the problem occurred could not be determined. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿be careful that the catheter is not exposed to ointments contrast medium, or oil based lubricants (including vegetable oils such as olive oil, mineral oils such as white petroleum and anima oils). [They may damage the device and may brst balloon.]" H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the user found water leakage around funnel part of the catheter during a pretest.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the user found water leakage around funnel part of the catheter during a pretest.